Event description:
The customer reported the Olympus Colonovideoscope had no image during inspection for use. There was no patient injury reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.